Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned. The tr spacer is separated from the sense ring at the distal end of the lead at 67.7 cm. There are no fractures evident in the connector of the lead or at the distal end of the lead from the sense ring to the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible lead fracture was noted on the pacing lead prior to use. The lead was not attempted and new lead was placed successfully. No patient complications have been reported as a result of this event.